Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. The customer stated that they have not been wearing the insulin pump for a week due to the flu. Customer was treated with insulin and intravenously. It was also mentioned that the customer received a no delivery alarms. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.